Manufacturer narrative:
D2b: lgw - qrb.

Event description:
It was reported that the patient experienced a difficulty connecting the implantable pulse generator (ipg) to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.